Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer had symptom of nausea, loss of clarity and not walking well. Customer's emergency room visit was due to high blood glucose. Customer was not admitted into the hospital. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of emergency room visit. Customer believed that insulin pump was not delivering insulin and did not receive an alarm. After troubleshooting, customer wanted to change complete set. Customer was advised to change complete set and call back should issue persist.